Event description:
Tubing "ruptures" during CT scan when in use with a power injector. No specific pt info was provided, but it was reported that adult pts were having unspecified CT scans. The medrad power injector tubing was connected to the extension sets, and was set to deliver 100cc contrast at a rate of 2cc/second. After approximately 10-15cc were infused, the extension sets "ruptured". No bleed back or blood loss was reported. The extension sets were changed and the infusions resumed with no further problems. There were no reported adverse pt effects.